Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a compromised force sensor system and loose drive support cap from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump is showing compromised force sensor system and does not complete the fill tubing action. The customer stated that the motor cap is sticking out. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed displacement test. The insulin pump alarmed motor error during basic occlusion test due to loose /flush drive support disk. Unable to verify prime alarms or perform prime test due to motor error alarm. The insulin pump received with loose drive support disk, minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip.